Manufacturer narrative:
The reported event of backup vvi mode was confirmed. Device image analysis showed that bvvi occurred due to unknown code corruption in the hardware registers. Device code was downloaded successfully. Analysis performed, including thermal and mechanical stressing of the device, did not find anomalies, and battery voltage was still in the range of normal operation. Device was monitored for several days at room temperature. Interrogation of the device showed it to be in normal range of operation. Backup condition could not be reproduced and the cause of code corruption could not be determined. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker, during initial interrogation was in backup vvi mode. A device restoration was unsuccessful. There was no patient involvement or consequence.